Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was undamaged. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned. A test battery cap was used for testing and was able to fit securely to maintain an electrical connection. The pump powered on with the display remaining blank. The power issue was not duplicated during investigation. Further testing could not be performed due to the unrelated blank display. The pump¿s cover was removed and moisture damage was observed to the power printed circuit board. Unrelated to the complaint, the pump case was found to be cracked between keypad and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.